Manufacturer narrative:
Fax and letter sent on (B)(4) to customer advising of end user of training workshop options, training materials, operator user's guides and periodic maintenance options available. This was addressed to the (B)(6) and the practicing physician.

Event description:
On (B)(6) 2010, customer advised us that she had been reporting results when not following tosoh's procedure for making up diluent for previous months. The customer ignored error messages from the instrument during this time. We requested she verify the procedure for reconstituting diluent, on (B)(6), she informed a tosoh bioscience svc engineer that by following our instructions the error was cleared up. Sample diluent concentration can affect the results. Generated by the automated immunoassay sys. A review of the customer's recent history indicates a lack of familiarity by the end user with basic instrument function, maintenance and lab practices. This is of concern to tosoh bioscience.